Manufacturer narrative:
Additional narrative: (B)(4). A manufacturing evaluation was completed: the investigation of the complaint front cutter has shown that the one cutting jaw is broken off. Unfortunately without any more information we are not able to determine the exact cause which has led to this occurrence. It is likely that several mechanical overloads exceeded the limit of the material and has led to the damage. The view of the broken surfaces does not show any anomalies of materials structure, what indicates material conformity as well. The review of the manufacturing and material documents has shown that the article was manufactured according to the specification. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was performed and no complaint related issues were found. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the distal tip from the forceps is broken. This report is for 1 of 1 complaint (B)(4).